Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown broach cat. 1601-4005a lot 9800-a4. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that during a primary surgery using securefit adv stem, surgeon broached to a size 5 with tight fill, went tried to put stem in upon insertion it fell below the calcar resection. The use of this stem was abandon, surgeon tried another size 5 with same results. Then surgeon broached to size 6 securefit advance, but broach was too big for the patient so securefit adv stem was abandoned and surgeon went to the j-securefit plus size 7 and implanted that in the patient.